Event description:
Reportedly, during the follow-up performed on (B)(6) 2011, a strange egm was observed. An explanation whether this behavior was related to interferences or something else was required.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.